Event description:
The us complainant reported a 74 year old male patient was implanted with an impella cp pump for mechanical circulatory support. The patient had a femstop applied due to impella cp access site bleeding. Hemolysis was noted in foley bag with no suction events on automated impella controller (aic). Auto mode continued w/ ps map 120 mmhg. While in the ICU, the hematoma was increasing. Femstop was removed and manual pressure was applied, however the hematoma remained. The impella was therefore removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the hemolysis issues has been completed. The product was not returned for review. The data logs did not record any events related to hemolysis. According to clinical details, the access site bleeding was observed due to a poor angle match and a loose tuohy-borst. The device was removed because of the bleeding after applying 45 minutes of manual pressure and using a femstop. Hemolysis was detected in the foley bag. The cause of the access site bleeding issue was use related since the good practice was not followed by the doctor related to angle match and tuohy-borst, based on provided clinical information. The cause of the hemolysis issue was not determined since the product was not returned and its relation to impella remained unknown since the hemolysis was diagnosed with foley bag and no abnormalities were observed in data logs.